Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received a lower sensor scan result of 66 mg/dl compared to 230 mg/dl on a competitor brand device. The results, when plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. The customer noted a horizontal trend arrow, which indicates glucose is changing slowly (less than 1 mg/dL per minute). The customer did not experience any symptoms. The customer self-administered insulin (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.